Manufacturer narrative:
Sample information was not provided. Qc on the day of the event was out high, however it is unknown if the results were prior to or after the event. Chloride qc was within lab-established ranges. A bci field service engineer (fse) found multiple obstruction in the flow-cell and replaced the flow-cell. Fse verified performance to established specifications.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous high calcium (ca) results generated by the unicel dxc 800p synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and the customer amended both (ca) and chloride (cl) results. Qa review of the data shows that the differences in all of the cl results were within the precision of the assay. Two of the amended samples had differences in recovery that exceeded the precision of the assay and are provided. Treatment was not initiated or withheld based upon the results reported.